Event description:
The event is reported as: air leaked through the bottom wingnut of the adaptor. No injuries reported.

Manufacturer narrative:
Product has been received by manufacturer for eval but the investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.